Manufacturer narrative:
One pneupac parapac plus ventilator was returned with a large crack at the bottom of the case and battery cover, missing relief and peep knobs, tidal volume knob rubs from a damaged front panel, battery cover, and an out of specification manometer. Internal damages to the wires on the electrical chassis caused by a bent bottom chassis was also found during internal inspection. A visual inspection was performed. A functional check was unable to be performed due to missing knobs/arrow discs. The reported "several broken knobs and some functions do not operate correctly" issue was able to be duplicated. Multiple damaged components were found. The issue was caused by the user mishandling the ventilator. The damaged components were replaced to resolve the issue.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator has several broken knobs and that "some functions do not operate correctly". No adverse effects were reported.